Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Device is used for treatment. Medical records were provided and reviewed by a health care professional. Patient reported to be doing well aside from persistent lateral hip and groin discomfort. Activity level did increase around the time of onset. Pt was advised to drop activity and recheck as needed. Radiographs were provided and reviewed by a radiologist. Overall alignment of the implants as well as bone quality appears normal. The requested angle measurements could not be performed and there are no signs of loosening, wear, radiolucency, or other contributing factors. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: medical product: g7 pps ltd acet shell 46b; catalog no.: 010000660; lot no.: 6575360. Medical product: g7 hi-wall e1 liner 32mm b; catalog no.: 010000924; lot no.: 6351755. Medical product: tprlc 133 fp type1 pps so 8.0; catalog no.: 51100080; lot no.: 6298802. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent and initial right total hip arthroplasty. Subsequently, approximately 8 months post-op the patient developed persistent lateral thigh and groin pain. Approximately 9 months post-op, an injection of steroids and local aesthetic was given under fluoroscopic guidance. The patient has since completed the study with improvement in pain and all implants remaining in place. Due diligence is in progress for this complaint; to date no additional information or product has been received.